Manufacturer narrative:
The packaged device was confirmed to be in backup vvi when it was received for analysis. The cause of the reset was the device encountered two resets too quickly. The anomaly was determined to be caused by exposure to a cold temperature of approximately 0 celsius.

Manufacturer narrative:
(B)(4).

Event description:
Before implant, the device was noted to be in back up mode. The device was not implanted.